Event description:
Customer reported when user inserted the tubing into the pump, a stream of liquid (levophed, versed and saline) shot out from the tip of the pump where the hard blue plastic connects with the soft flex tubing. Incident happened after priming and prior to connecting to the pt. No pt or staff harm or medical intervention required. Although requested, no add'l pt or event info provided.

Manufacturer narrative:
MFR's report date: (B)(4) 2012. (B)(4). No available code for undetermined or unk cause. The customer's report of a leaking tubing was confirmed. During visual inspection of the returned set it was noted immediately that the silicone segment had a tear near the upper fitment. Microscopic examination noted two crush marks to the upper blue fitment. Functional testing was performed and a leak was noted coming from the silicone tubing near the upper fitment. The cause of the leak was due to a tear in the silicone segment. The root cause of the tear is unk.